Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-21290 and 1627487-2013-21298. It was reported, the pt felt the lead pressing on her nerves which was causing pain. The pt also reported, the stimulation felt 'different'. Additionally, it was reported, the lead or extension was superficial to the skin. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 to position one of the extensions deeper. The pt has not reported of any pain since the procedure.